Event description:
It was reported the patient experienced a fall on (B)(6) 2013, shortly after being reprogrammed and since the fall she had been having problems with her system. A manufacturer representative ran some diagnostics which revealed all the contacts on the lead were compromised and her lead was broken so she had the whole system replaced. It was noted they tried the right side but that did not work so they put it in on the left side. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # j0504267v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 3889-28, lot # j0504267v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead. (B)(4).